Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high"; however no specific value was provided. Customer had blurry vision and a high ketone level identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage.